Event description:
It was reported that the transducer would not zero during an open heart surgery. Reportedly, the "a" line was non-detectable on the monitor even after changing. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.